Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The core excluder endoprosthesis instructions for use states: deploy the trunk using a steady and continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter side arm. Warning: do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result. Warning: incorrect deployment or migration of the endoprosthesis may require surgical intervention.

Event description:
On (B) (6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. The physician deployed the trunk-ipsilateral leg component below the lowest renal artery. The physician used a slow deployment technique to partially deploy the trunk-ipsilateral leg component and adjust it proximal to the intended location. Angiography was performed before a touch-up ballooning of the proximal neck of the trunk-ipsilateral leg component, which showed profusion of the right renal artery. Post operative angiogram revealed that the right renal artery appeared to be covered. The physician tried unsuccessfully to lower the device using a balloon catheter. The physician decided to take a wait-and-see approach. The pt status was unk.